Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) stated that heart failure gotten worst. The patient was advised to make sure that the device on optimal setting. Additional information indicated that the representative spoke with the physician and the patient missed appointments. The ICD remains in service. No additional adverse patient effects were reported.